Event description:
Related manufacturer report number: 2017865-2023-50501 it was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise and high pacing impedance. The right ventricular lead exhibited rising pacing impedance and lowered shock impedance. Imaging revealed externalization on the right ventricular lead. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.